Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level 30 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2018 or (B)(6) 2018. The lowest bg value recorded by continuous glucose monitor (cgm) when in use was 62 mg/dl. Cgm was disconnected at approximately 1:00am on 12/01/2018 and was not reconnected for the remainder of the day. Cartridge change sequence was completed on (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Having cgm disconnected prevents the basal iq from helping reduce frequency and duration of low glucose events. There is no evidence that the insulin pump experienced a malfunction or failure

Event description:
Reportedly, the customer alleged that the customer experienced a low blood glucose due to the pump delivering 240 units of insulin to the body. The customer alleged belief due to the pump turning off due to normal depletion of battery and the insulin gauge display 0 units. Tandem technical support educated the customer that this was an intended function of the pump. Additionally, review of the pump settings by tandem technical support verified that the customer's correction factor was set to 1 unit: 50 mg/dl, and the remainder of the settings were set to 1 unit:150 mg/dl.